Manufacturer narrative:
A ge service rep performed an onsite investigation. The system batteries were identified as requiring replacement. The inhouse engineer replaced the batteries. The system was then operating as intended.

Event description:
The customer reported that the system displayed a precharge voltage error message. This error message will likely prevent the system from booting up. There is no report of pt injury associated with this event.